Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer was new to insulin pump therapy at the time of the event and has since discontinued use of the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report to the best of our knowledge.